Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 70 events were reported for this quarter. Product return status: 50 devices were received. 13 devices were not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 70 devices were not labeled for single-use. 70 devices were not reprocessed or reused.

Event description:
This report summarizes 70 malfunction events in which the device reportedly overheated. 53 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 1 event had insufficient information received.

Event description:
This report summarizes 70 malfunction events in which the device reportedly overheated. 58 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 70 previously reported events are included in this follow-up record. Product return status: 53 devices were received. 17 devices were not available for evaluation.